Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing and low pacing lead impedance measurements less than 200 ohms. No pacing inhibition was observed. The pace sense portion of this rv lead was surgically abandoned and a new pace sense lead was implanted. The shocking portion of the lead remains in service. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.